Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
During a knee arthroplasty procedure, the pod batteries stopped working. The procedure was completed with another kit. There was a delay of unknown length as a result of the batteries.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.